Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. (B)(4). Review of the raw material certification indicated that the product was non-conforming to print, as it was made of the incorrect material. Review of the device confirmed the reported condition. A conclusive root cause of the event could not be determined. There are warnings in the package insert that state that this type of event can occur: under care and handling of instruments, number 1 states, ¿surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling.¿

Event description:
It was reported that during an unknown procedure, the tip of the instrument fractured.